Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became very wet, would not power on, and displayed a gray, unresponsive screen. A replacement was arranged and the user was advised that the device would no longer be water resistant and to maintain backup therapy, with shipping and return instructions provided. Symptoms included no clinical effects, and blood glucose was reported unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user reports and shipment tracking. Investigation of this case revealed functional failure of the pump consistent with liquid ingress and a nonresponsive display, indicating device damage affecting the main electronics and screen. It was concluded, based on previously established findings for similar reports, that the cause was user exposure of the device to liquid leading to device malfunction.